Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported events. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination revealed damage to the controller housing near the driveline connector port. However, visual inspection did not reveal any signs of damage to the driveline connector itself or of contamination within the connector. Internal inspection did not reveal any anomalies and the reported alarms could not be replicated when the controller was allowed to run while connected to a test motor for an extended period of time. Supplemental testing was performed on the controller power ports and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events due to momentary disconnections between the controller and several batteries. Analysis of the alarm log file revealed a vad disconnect alarm logged on 18-sep-2020 at 04:54:43, indicating a physical disconnection of the controller from the controller. Log file analysis also revealed multiple vad disconnect alarms, electrical fault alarms, high watt alarms, and vad stopped alarms logged on 19-sep-2020. A vad disconnect alarm was logged at 05:41:54, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller drop event. Four (4) electrical fault alarms were then logged between 07:49:42 and 11:35:38 due to an open phase on the rear stator, resulting in single stator operation (front stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Two (2) vad stopped alarms were logged at 11:35:42 and 11:36:04 due to a critical phase open, indicating there was an open phase on each stator. This was followed by three (3) additional electrical fault alarms due to an open phase on the rear stator, as well as additional high watt alarms. A vad stopped alarm was then logged at 11:40:46 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an open phase detected during an attempt to reactivate the rear stator. Another vad disconnect alarm was logged at 11:48:59, indicating a disconnection of the driveline from the controller, likely during troubleshooting of the alarms. This was followed by an additional electrical fault alarm due to the rear stator not being connected. A vad stopped alarm was then logged at 11:49:25 indicating that the pump failed to restart after several attempts. This was followed by several additional vad disconnect alarms, electrical fault alarms due to the rear stator not being connected, and vad stopped alarms due to the pump failing to restart after several attempts. A successful motor start was then logged at 12:00:55. This was followed by several more electrical fault alarms due to open phases on the rear stator and high watt alarms logged between 12:01:29 and 12:22:20. In addition, two (2) more vad stopped alarms were logged due to a critical phase open, indicating there was an open phase on each stator, and a vad minimum speed failure. Two additional vad disconnect alarms were logged since 21:01:22, likely due to troubleshooting during the reported controller exchange. As a result, the reported electrical fault alarms, high watt alarms, vad stopped alarms, controller dents, and power switching events were confirmed. There is no evidence that the lubrication servicing was performed on one battery associated with premature power switching. A power source lubrication procedure had been performed on the other associated batteries in accordance with the requirements under (B)(4) on 10-apr-2019. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections involving power sources prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Based on the available information, the most likely root cause of the controller housing damage and the initial vad disconnect alarm on 19/sep/2020 can be attributed to due to the dropping of the controller as described in the reported event details. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt a larms, and vad stopped alarms due to a critical phase open and vad minimum speed failures can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the remaining vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) is not in scope of (B)(4). CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of (B)(4). Information received from the site indicated that the the patient was hypertensive. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was dropped and exhibited a electrical fault alarms followed by ventricular assist device (vad) stopped alarms and high watt alarms. Obvious dents were seen on the driveline port of the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted, as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional device: serial#: (B)(6); h6: FDA img code: g04105; h6: FDA result code(s): c21; h6: FDA conclusion code(s); d16: the ventricular assist device (vad) (B)(6) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was dropped and exhibited a electrical fault alarms followed by ventricular assist device (vad) stopped alarms, high watt alarms, and power switching. The patient was hospitalized. Obvious dents were seen on the driveline port of the controller. The controller was exchanged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Unique identifier (UDI) # was corrected from (B)(4). Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported events. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination revealed damage to the controller housing near the driveline connector port. However, visual inspection did not reveal any signs of damage to the driveline connector itself or of contamination within the connector. Internal inspection did not reveal any anomalies and the reported alarms could not be replicated when the controller was allowed to run while connected to a test motor for an extended period of time. Supplemental testing was performed on the controller power ports and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events due to momentary disconnections between the controller and several batteries. Analysis of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2020 at 04:54:43, indicating a physical disconnection of the controller from the controller. Log file analysis also revealed multiple vad disconnect alarms, electrical fault alarms, high watt alarms, and vad stopped alarms logged on (B)(6) 2020. A vad disconnect alarm was logged at 05:41:54, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller drop event. Four (4) electrical fault alarms were then logged between 07:49:42 and 11:35:38 due to an open phase on the rear stator, resulting in single stator operation (front stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Two (2) vad stopped alarms were logged at 11:35:42 and 11:36:04 due to a critical phase open, indicating there was an open phase on each stator. This was followed by three (3) additional electrical fault alarms due to an open phase on the rear stator, as well as additional high watt alarms. A vad stopped alarm was then logged at 11:40:46 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an open phase detected during an attempt to reactivate the rear stator. Another vad disconnect alarm was logged at 11:48:59, indicating a disconnection of the driveline from the controller, likely during troubleshooting of the alarms. This was followed by an additional electrical fault alarm due to the rear stator not being connected. A vad stopped alarm was then logged at 11:49:25 indicating that the pump failed to restart after several attempts. This was followed by several additional vad disconnect alarms, electrical fault alarms due to the rear stator not being connected, and vad stopped alarms due to the pump failing to restart after several attempts. A successful motor start was then logged at 12:00:55. This was followed by several more electrical fault alarms due to open phases on the rear stator and high watt alarms logged between 12:01:29 and 12:22:20. In addition, two (2) more vad stopped alarms were logged due to a critical phase open, indicating there was an open phase on each stator, and a vad minimum speed failure. Two additional vad disconnect alarms were logged since 21:01:22, likely due to troubleshooting during the reported controller exchange. As a result, the reported electrical fault alarms, high watt alarms, vad stopped alarms, controller dents, and power switching events were confirmed. There is no evidence that the lubrication servicing was performed on one battery associated with premature power switching. A power source lubrication procedure had been performed on the other associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections involving power sources prior to lubrication servicing. Based on the available information, the most likely root cause of the controller housing damage and the initial vad disconnect alarm on (B)(6) 2020 can be attributed to due to the dropping of the controller as described in the reported event details. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarms, and vad stopped alarms due to a critical phase open and vad minimum speed failures can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the remaining vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. A correction supplemental report is being submitted for additional adverse event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hypertensive.

Event description:
It was further reported that vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number associated with CAPA pr00502194. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controllers was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported events. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination revealed damage to the controller housing near the driveline connector port. However, visual inspection did not reveal any signs of damage to the driveline connector itself or of contamination within the connector. Internal inspection did not reveal any anomalies and the reported alarms could not be replicated when the controller was allowed to run while connected to a test motor for an extended period of time. Supplemental testing was performed on the controller power ports and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events due to momentary disconnections between the controller and several batteries. Analysis of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2020 at 04:54:43, indicating a physical disconnection of the controller from the controller. Log file analysis also revealed multiple vad disconnect alarms, electrical fault alarms, high watt alarms, and vad stopped alarms logged on (B)(6) 2020. A vad disconnect alarm was logged at 05:41:54, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller drop event. Four (4) electrical fault alarms were then logged between 07:49:42 and 11:35:38 due to an open phase on the rear stator, resulting in single stator operation (front stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Two (2) vad stopped alarms were logged at 11:35:42 and 11:36:04 due to a critical phase open, indicating there was an open phase on each stator. This was followed by three (3) additional electrical fault alarms due to an open phase on the rear stator, as well as additional high watt alarms. A vad stopped alarm was then logged at 11:40:46 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an open phase detected during an attempt to reactivate the rear stator. Another vad disconnect alarm was logged at 11:48:59, indicating a disconnection of the driveline from the controller, likely during troubleshooting of the alarms. This was followed by an additional electrical fault alarm due to the rear stator not being connected. A vad stopped alarm was then logged at 11:49:25 indicating that the pump failed to restart after several attempts. This was followed by several additional vad disconnect alarms, electrical fault alarms due to the rear stator not being connected, and vad stopped alarms due to the pump failing to restart after several attempts. A successful motor start was then logged at 12:00:55. This was followed by several more electrical fault alarms due to open phases on the rear stator and high watt alarms logged between 12:01:29 and 12:22:20. In addition, two (2) more vad stopped alarms were logged due to a critical phase open, indicating there was an open phase on each stator, and a vad minimum speed failure. Two additional vad disconnect alarms were logged since 21:01:22, likely due to troubleshooting during the reported controller exchange. As a result, the reported electrical fault alarms, high watt alarms, vad stopped alarms, controller dents, and power switching events were confirmed. There is no evidence that the lubrication servicing was performed on one battery associated with premature power switching. A power source lubrication procedure had been performed on the other associated batteries in accordance with the requirements under fsca (B)(4) on (B)(6) 2019. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections involving power sources prior to lubrication servicing. Based on the available information, the most likely root cause of the controller housing damage and the initial vad disconnect alarm on (B)(6) 2020 can be attributed to due to the dropping of the controller as described in the reported event details. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarms, and vad stopped alarms due to a critical phase open and vad minimum speed failures can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the remaining vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. D1: heartware ventricular assist system ¿ pump, d4: model #: 1103, catalog #: 1103, expiration date: 30-sep-2020, serial #: (B)(6), UDI #: (B)(4), d9: no, h3: yes, h4: mfg date: 04-sep-2018, h5: yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA device code(s): a141204, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c02, c19, h6: FDA conclusion code(s): d10, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller also exhibited power switching.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information. The event date was corrected to 18-sep-2020. Report of power switching was missing from the initial report, and the event description and device codes sections were corrected accordingly. New information indicates that the device was returned to the manufacturer. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.